Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 1999, the patient had essure (ess205) inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), device failure ("failure defect (inclusive other organ damage)"), injury ("failure defect (inclusive other organ damage)") and sexual dysfunction ("sexual dysfunction"). The patient was treated with surgery (in (B)(6) 2009 salpingectomy, left; in (B)(6) 2018 hysterectomy laparoscopic). Essure (ess205) was removed. The reporter considered abnormal uterine bleeding, device failure, injury, pelvic pain and sexual dysfunction to be related to essure (ess205) administration. The reporter commented: in (B)(6) 2009 salpingectomy (unilateral) (left) and oophorectomy (left); in (B)(6) 2018 hysterectomy (laparoscopic) and oophorectomy (bilateral). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Product or product use issues identified: device failure, defect ("failure defect (inclusive other organ damage)"). There was no information on the patient's medical history or concurrent conditions. In (B)(6)1999, the patient had essure (ess205) inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), injury ("failure defect (inclusive other organ damage)"), sexual dysfunction ("sexual dysfunction") and mental disorder ("unspecified psych injury (diagnosed)"). The patient was treated with surgical essure removal (salpingect (left) and oophorect (left) in (B)(6) 2009; laparosc hysterec and oophorec bilateral in (B)(6) 2018). At the time of the report, the outcomes for these events were unknown. The reporter considered abnormal uterine bleeding, injury, mental disorder, pelvic pain and sexual dysfunction to be related to essure (ess205) administration. The reporter commented: in (B)(6) 2009, salpingectomy (unilateral) (left) and oophorectomy (left) were performed. In (B)(6) 2018, hysterectomy (laparoscopic) and oophorectomy (bilateral) were performed. Impact on lifestyle. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: event: unspecified psych injury (diagnosed) and reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Product or product use issues identified: device failure, defect ("failure defect (inclusive other organ damage)"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 1999, the patient had essure (ess205) inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), injury ("failure defect (inclusive other organ damage)") and sexual dysfunction ("sexual dysfunction"). The patient was treated with surgery (salpingect (left) and oophorect (left) in (B)(6) laparosc hysterec and oophorec bilateral in (B)(6)). Essure (ess205) was removed in (B)(6) 2018. At the time of the report, the outcomes for these events were unknown. The reporter considered abnormal uterine bleeding, injury, pelvic pain and sexual dysfunction to be related to essure (ess205) administration. The reporter commented: in (B)(6) -2009, salpingectomy (unilateral) (left) and oophorectomy (left) were performed. In (B)(6) 2018, hysterectomy (laparoscopic) and oophorectomy (bilateral) were performed. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.